Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) prematurely due to charge times greater than that allowed at middle-of-life battery capacity. A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As the device is not expected for return and analysis, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.